Event description:
Per the clinic, the device was explanted due to an infection (type not reported). The device was explanted on (B)(6), 2010. There are no plans to reimplant the patient as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with another device on (B)(6) 2011. This report is filed (B)(6) 2011.